Event description:
The customer reported that the system monitors were blank. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the line fuse. The system operates as intended.